Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high outputs and variable high unipolar and bipolar impedance. It was also noted that there was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.